Event description:
The customer reported via phone call that the insulin pump alarmed no delivery due to a possible site or set occlusion. The customer also reported experiencing high blood glucose. The customer's blood glucose on the night prior to the call reached as high as 412 mg/dl, and by the time she woke up, it had dropped to 363 mg/dl, which was still high. Her most recent blood glucose was 270 mg/dl. She reported that the no delivery alarm was resolved by a complete set change. The customer stated that she would like to return the infusion set and reservoir for analysis. She was advised to do a complete set change as soon as possible and was unable to troubleshoot at the time of call. The cause of the issue could not be determined. She was advised to monitor her blood glucose closely and she noted that she would be meeting with her doctor the following day. The insulin pump seemed to be working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.